Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she received lost sensor alarm. Customer stated was in the hospital for cardiac stent surgery and when she arrive home the find lost sensor worked. Customer's blood glucose was 42 mg/dl. Customer states low blood glucose may have been due to eating lunch and dinner close together and overcompensating with three bolus deliveries, but customer does not believe it was due to the insulin pump. Troubleshooting was done. Advised the customer the sensors would be replaced. No further information provided.